Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be improper device maintenance and insufficient pre-operational check. The event maybe occurred due to an increased internal resistance of the battery. The increased internal resistance of the battery could be attributed to the age of the battery, temperature differences and inconsistent charging. In consequence (correction) the internal battery of the hamilton-g5 has been exchanged. The technical service manager of hamilton medical UK was instructed to make the hospital aware to verify the battery function and to make sure that all hamilton-g5/s1 users are doing this test in the future on a regular base. There was no patient or user harm.

Event description:
Hamilton medical UK received a report of a failed battery on a g5 due service this (B)(6) 2020. We attended a fitted a new battery (B)(6) 2020. And serviced the device. A report had been raised to the mhra as the unit was in use when disconnected from mains and switched off.